Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed a pulse test and displayed a service code 203. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor failed a pulse test and displayed service code 203 (pulse test fault). Resistor r84 had a cracked solder joint. The root cause for the cracked solder joint could not be positively identified but was likely shock from the impact of the monitor hitting a hard surface. After re-flowing the resistor the monitor passed the pulse test. No adverse event resulted from the fractured r84 solder joint. The last pt to sue this monitor did not report any problems.